Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. On 11/18/2015 the medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. All appeared accurate. Noted was that tracer registration only captured front of face with rest of head being draped. Superficial anatomy all accurate. On 11/25/2015 a medtronic representative, following-up at the site, reported being confident the issue was not the final accepted tracer registration. Only bony structures were traced. Metal in the field including towers and the proximity of the mayo stand with full instrumentation is believed to have contributed. On 12/02/2015 software investigation completed. Findings are that metal in the field including towers and the proximity of the mayo stand with full instrumentation is believed to have contributed to the reported issue. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure using fusion ent software and axiem the surgeon alleged an inaccuracy. The third tracer registration was perfect at superficial depth, however, after going deeper, they experienced a 5 - 7 millimeter inaccuracy. The medtronic representative observed the doctor fail registration two times, likely due to tracing the patient's cheeks. The third registration went well and passed without issue. The alleged inaccuracy was noted in sphenoid with straight suction. The surgeons opted to continue and completed the procedure with the use of the navigation system, with the knowledge of the alleged inaccuracy. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Instructions for use provided with this device warn the user regarding metal interference: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."